Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) hw40927 was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a slight decrease in estimated flows on (B)(6) 2020 and 107 low flow alarms were logged on (B)(6) 2020. Information provided by the site indicated that, in addition to the low flow event, the patient experienced hypertension with a mean arterial pressure (map) of 85. The patient's blood pressure was adjusted. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of hypertension. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypertension with a mean arterial pressure (map) of 85 and the ventricular assist device (vad) had continuous low flow alarms. The patient's blood pressure medication was adjusted and the vad remains in use. No further patient complications have been reported as a result of this event.